Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Observed creases on the device. Observed wear abrasion on then device. White particles observed on the surface of the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later confirmed left side capsular contracture, baker grade IV. Patient has undergone capsulectomy. Device has been explanted and replaced.

Event description:
Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6.

Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later confirmed left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.